Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to erosion beginning with the cuff. The cuff was removed and replaced in a new location. There were no additional patient complications reported.